Manufacturer narrative:
Original implant of all 3 components on (B)(6) 2002. Poly core revised on (B)(6) 2011. Poly core was intact. Review of mfg records showed no anomalies.

Event description:
Pt had the star total ankle revised to a fusion.